Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the hemopro 2 jaw was broken upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood on the device. A visual inspection determined that the middle of the cold jaw had a very thin crack. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).